Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 127 mg/dl. The customer stated that she had gone for an MRI and kept the insulin pump in the room. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners. No button response due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.